Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the device went into back up vvi mode again and a device code download was performed. It was later device was explanted and replaced.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the reported backup vvi could not be determined.

Event description:
It was reported that the patient presented into the emergency room after receiving a vibratory alert for device being in back up vvi status. A device download was performed successfully.